Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent pi events and vt arrhythmia (not necessarily related). Vad speed was decreased from 5700 to 5400. Log file analysis observed pi events to be routine due to low pulsatility rather than arrhythmia. Pi events continued. The small left ventricle had some right sided deficiencies. Patient was asymptomatic with pi events. The patient continued to have ICU level of care for right sided insufficiency and groin infection from ECMO cannulation site.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported ventricular tachycardia (vt) arrhythmia could not conclusively be established through this evaluation. Additionally, a specific cause for the reported infection could not be determined. The account communicated that the infection was from the ECMO cannulation site in the groin area. It was reported that the patient was experiencing frequent pi events and vt arrhythmia. The submitted system controller event log file captured 127 intermittent pi events throughout the log file, which were associated with a reduction in pump speed per design; however, no speed reductions below the low speed limit were noted. No additional controller fault flags or alarms were recorded. The system appeared to be operating as intended. The submitted system controller periodic log file also captured several pi events; however, the pump speed did not go below the low speed limit. The remaining submitted log files showed that pump function was not interrupted. The log files showed that the pump functioned as intended. The account later communicated that the patient continues to have pi events. However, the patient was asymptomatic during the pi events. The patient also has a small left ventricle with some right sided deficiencies. The patient continues to have ICU level of care due to the patient¿s right sided insufficiency and an infection. The account communicated that the patient had a groin infection from an ECMO cannulation site (reported in manufacturer report number 3003306248-2020-00023). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU lists right cardiac arrhythmia and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. This document also states that there are no audible alarms with a pi event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.